Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was received with pump error 25 alarm due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 239 mg/dl at the time of incident. Customer was able to complete rewind. Customer was able to successfully clear the alarm. Customer stated that the notification light stopped flashing immediately. The insulin pump will be returned for analysis.